Manufacturer narrative:
(B)(4). Batch number ==> p58v2a. Investigation summary ==> the analysis results that one pcee60a device was returned with no visual non-conformance and with an ecr60g cartridge reload present. The cartridge was received fully fired with the pan dislodged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the removal of the reload, the support for the cartridge remained stuck inside the stapler. It was not possible to enter new reloads. No adverse event reported